Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures/preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that there was an issue with a component of the vega knee implant system. According to the complaint description, a customer facility had quite a few revisions and that typically it is the resurface the patella - when this is done, they will wash out the area and replace the poly - not due to a malfunction but as a standard part of the procedure. The adverse event is filed under aesculap ag reference (B)(4).

Manufacturer narrative:
Investigation is on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.